Event description:
German sales representative received control tests of 180, 176, 188, 148 mg/dl range is 118-147 mg/dl. No adverse events were alleged. Strips were replaced and representative is to return strips for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.